Event description:
During peripheral catheterization of a calcified distal sfa, the evercross balloon ruptured and would not completely deflate. The distal spider embolic protection device successfully retrieved the distal sergment of the evercross balloon catheter, but it could not be withdrawn through the right common femoral artery sheath. The spider filter wire was inserted to remove the filter that was inserted distal to the sfa. The device could not be passed due to the presence of retrained balloon. The filter wire was manually pulled back to remove it from the artery and a portion of the spider wire broke off in the artery. The patient was transferred to another hospital for a right femoral-popliteal artery bypass and successful retrieval of retained balloon and wire from the right common femoral and superficial femoral artery. Please reference MDR 2183870-2011-00162 for the evercross used in the procedure.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because a lot number was not provided.